Event description:
It was reported that the insulin pump alarmed during the prime/rewind process. The blood glucose reading is 498 mg/dl. Customer treated with manual injection. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with alarms during basic occlusion test due to loose drive support disk. Missing end cap sticker noted.